Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinson's dual. It was reported that when they sit in front of the computer for too long, they get carried away, don't feel right, and then it all hits their stomach for some reason. They stated it just starts happening and they don't have control of the feeling. When they move away from the computer is goes away. It was noted this has happened several times. It was confirmed stimulation was on and the ins battery level was ok. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer stating after being in front of the computer they tried to walk and felt slow and tired. They took a nap and felt better.